Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned to abbott for analysis; therefore, the difficulty removing the protective sheath could not be confirmed. A review of the complaint handling database found no other incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5 x 20 mm nc trek, the protective sheath could not be removed. Another nc trek was successfully used. As the device was not used, there was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.